Event description:
The customer reported that she was not getting her basal amounts and her blood glucose was running high during the day, but low during the night. The blood glucose reading was 305mg/dl. The customer experienced nausea. Troubleshooting was performed, and the drive support cap appears to be normal. Instructed the customer to change the infusion set and found the tubing had a crimp. Reviewed the bolus history and found multiple boluses in one day, but the customer denied given herself all the boluses. Further testing was declined as customer did feel better at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.